Manufacturer narrative:
H6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the pipeline flex with shield technology stent (ped2) was deployed from the middle carotid artery (mca) and continued to be deployed from the c3 aneurysm site segment, it could not be opened from the distal to the middle position. The stent was resheathed 4 times, but it could not be opened, so each microcatheter was collected. After changing the stent size, it was successfully placed. Additional information received clarified that the pipeline stent began to be deployed from the mca, gradually lowering in the inter nal carotid artery, aligning the tip position, and then expanding the stent while unsheathing the microcatheter. Distal expansion was performed, however, the middle portion could not be deployed even after it was resheathed 3 times. The stent was removed and replaced with a ped2-450-20 (lot d065260) to complete the procedure successfully. Additional information received reported that no resistance was noted during delivery. The patient was undergoing dense mesh flow diversion surgery for treatment of a right internal carotid artery c3 (lacerum) segment aneurysm with a max diameter of 7 mm and a 4.3 mm neck diameter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The patient was being treated for a fusiform unruptured aneurysm. The vessel tortuosity was severe. No patient symptoms were reported. The patient¿s recovery from the procedure is unknown. No causes or contributing factors for the failure to open were identified. The pipeline device had been placed in a vessel bend when it failed to open. Resheathing was attempted approximately five times in an attempt to open the pipeline. The reported device and any accessory devices were prepared according to the instructions for use (IFU).